Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image due to a worn video connector socket. In addition to the reportable malfunction, the following were noted: the scope cables and camera heads could be removed too easily from the video socket; the front panel was chipped; the top cover was worn out; the battery was weak, so the wrong time was displayed; the software version required upgrading from version 3.01 to version 4.10; the video processor was dusty; the power switch was broken and required replacement; the front panel, condenser and housing cover were corroded and required replacement; the stud bolt on the front panel was broken and required replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
During the device evaluation, the video system center exhibited no image due to a worn video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that the endoscope cable cannot be connected securely due to the worn video connector socket leading to the malfunction resulting in the no image issue. Olympus will continue to monitor field performance for this device.